Event description:
Boston scientific received information that during a routine in-clinic follow up, this left ventricular (lv) lead was observed to have cracked. Additionally, the patient experienced a needle sensation in the breast area. It was reported that the lead was programmed off. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.